Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion, the spine clamp was found to have been damaged. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.